Event description:
The patient has two leads with the same lot number. It was reported, the patient is experiencing drastic positional changes in stimulation. Diagnostics revealed no anomalies. X-rays were taken. An sjm representative met with the patient for reprogramming. The patient was given new programs to use and will contact sjm at a later date for re-evaluation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.